Event description:
The customer reported to olympus that there was clogged air channel in the gastrointestinal videoscope. The issue was found during initial inspection on first use of the device. There was no report of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the nozzle was clogged by a whitish material and some fibrous residue. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated and the customer's allegation was not confirmed. According to evaluation it was more about a clogged nozzle rather than the air-water channel that might have got blocked. No information was provided to indicate whether the reprocessing of the device at the customer site was or was not completed. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: the key top 2 was pierced and leaky; the bending section cover glue was white clouded; light guide cover lens (x2) was cracked; creases were found on the insertion tube; charged couple device-cover lens was chipped; the plastic distal end cover was deteriorated and angulations were out of specification. The investigation is ongoing. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from switch 2. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.